Manufacturer narrative:
(B)(4).

Event description:
The complaint states, that no readings/sensor error/brief sensor issue occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found, that a signal loss over one hour occurred. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.